Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the lesion length was 6mm. Pre-procedure was 75% stenosis and post-procedure was 0% stenosis. A 2.75x8mm liberte stent was implanted. No information if direct stenting was attempted. Due to dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged the same day without angina complaints or silent ischemia. Discharge medications included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.